Event description:
The lay user/patient contacted lifescan alleging the meter has segments missing. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that the swan-ganz catheter balloon did not deflate spontaneously during preparation of the device prior to use. There were no patient complications reported.

Manufacturer narrative:
Customer report of "balloon did not spontaneously deflate" was not confirmed. The balloon inflated clearly, and concentrically, and remained inflated for 5 minutes without leakage observed. The balloon deflated within 2 seconds without a syringe attached. The specification is 4 seconds. All through lumens were patent without leakage. There was no visible damage to the catheter body or returned monoject 1.5cc limited volume syringe. Contamination shield or introducer were not returned. A device history record review was completed and documented that the device met all specifications upon distribution.